Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer stated that insulin pump not exposed to altitude. Auto mode shut off and received low battery alarm. The insulin pump will not be returned for analysis.